Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator "touch screen is completely dead everywhere on it". There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Front panel fluid ingress for p/n: 16558 rev c is a known issue that has been corrected with the release of eco 82509. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed blacklight inverter is failing. There is visible fluid ingress which could result in malfunction with the touch screen becoming unresponsive.